Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ sp syringe contained foreign matter described as a "hair". No serious injury or medical intervention was reported.

Event description:
It was reported that bd posiflush sp syringe contained foreign matter described as a "hair". No serious injury or medical intervention was reported.

Manufacturer narrative:
A sample was received for evaluation. The sample received came in a plastic ziploc bag. It has no packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, the solution is up to 5.5ml. The barrel label confirms the lot# 7317626. A visual inspection was performed confirming a human hair approximately 1.5 inches long was adhered to the barrel inner wall. Adherence to the gowning requirements is to be emphasized within the manufacturing plant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7317626 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7317626 during this production run.